Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
While hospitalized, the patient reported that the pump had no power and at the time of her examination of the pump there were no visible defects found. The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and insulin delivery accuracy. Evaluation of the pump could not verify or duplicate the complaint of no power to the pump. The pump revealed a failed display flex that caused the display to appear blank.